Event description:
A telephone contact in april, 2003 reported that in march, 2003 a bvs blood pump had developed a possible small leak in the ventricular bladder area of the pump. User facility determined that a pump change out was necessary. It was stated that the pump was changed out with a new one and inadvertently connected in reverse. Patient became hypotensive. A second new pump was acquired and attached correctly. In 2003 patient expired.